Manufacturer narrative:
Sample collection and centrifugation information were not provided.on (B)(6) 2011, there were 2 glum calibration failures back to back.bci field service engineer replaced the glum module due to stirrer inconsistency issues and motion errors.

Event description:
A customer reported to beckman coulter inc. (Bci) that the unicel dxc 600 pro instrument generated two (2) erroneous erratic results for glucose (glum). No change to patient treatment or diagnosis was reported.